Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00881 and 3005099803-2013-00882 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were to be used during an egd (esophagogastroduodenoscopy) procedure within the esophagus performed on (B)(6) 2013. According to the complainant, after advancing the first speedband device (mr # 3005099803-2013-00881) into the patient, the ligator head was noted as being "rigid" with a "rough" texture. Reportedly, this led to an esophageal abrasion, however, no bleed occurred. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 ligator device. Follow-up was received on (B)(6) 2013, which revealed that after the first speedband device was withdrawn from the patient, a second speedband device (mr # 3005099803-2013-00882) was opened; however, the ligator head was noted as being "rough" so the device was not used in the patient. The procedure was completed using a third speedband superview super 7 ligator device. At the conclusion of the procedure, the patient's condition was reported as being okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.